Manufacturer narrative:
Type of event has incorrectly been reported as serious injury on (B)(4). Correct reportable event type is malfunction only. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # ==> pc-000101547 investigation summary ==> examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the ab gripper broke after the insertion of the ceramic into the pinnacle cup. Instrument was replaced with a new one from the warehouse and the broken one returned to the warehouse. No delay to procedure. No reported ae to patient. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming / / investigation method: / / investigation summary:

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The ab gripper broke after the insertion of the ceramic into the pinnacle cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.